Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down with no user interaction and upon boot up the cns was stuck at the screen that showed the message, " operating system set up please wait" message. The cns at the time was monitoring hard wired bedside monitors and tele boxes. Biomedical engineer confirmed that there were no reports of patient injury or death due to this cns shutting down.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down with no user interaction and upon boot up the cns was stuck at the screen that showed the message, " operating system set up please wait" message. The cns at the time was monitoring hard wired bedside monitors and tele boxes. Biomedical engineer confirmed that there were no reports of patient injury or death due to this cns shutting down. Nihon kohden technician had the hospital's biomedical engineer test the hard drives on the cns and discovered that one hard drive gets hdd port 1 error due to hdd 1 being removed. Faulty hdd 1 seems to be the cause. Cns boots into the cns application with only hdd0 installed. Patient monitoring is restored at 0215 cdt. Nihon kohden advised hospital biomedical engineer that this cns is old (2015) and that batteries on ups should be checked/replaced as part of maintenance. Service requested / performed: on 08/24/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. Nka rc found that both the hard drives were found to be degraded. Rc replaced both hard drives, #6104900860, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 09/02/2021. No issues have been reported since. Investigation summary: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for six years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Additional information: b4 date of this report d9 device available for evaluation? G2 report source health professional g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H4 device manufacturer date h6 event problem and evaluation codes h9 if action reported to FDA under 21 usc 360(f), list correction/removal reporting number manufacturer references file (B)(4), follow up 001

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down with no user interaction, upon boot up, the central nurse's station (cns) was stuck at the screen that shows "operating system set up please wait" message. The central nurse's station (cns) was monitoring hard wired bedside monitors and tele boxes. Biomedical engineer reports no patient injury or death due to this central nurse station (cns) shutting down. Nihon kohden technician had the hospital's biomedical engineer test the hard drives on the cns and discovered that one hard drive gets hdd port 1 error due to hdd1 being removed. Faulty hdd1 seems to be the cause. Cns boots into cns application with only hdd0 installed. Patient monitoring is restored at 0215 cdt. Nihon kohden advised hospital biomedical engineer that this cns is old (2015) and that batteries on ups should be checked/replaced as part of maintenance. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down with no user interaction and upon boot up the cns was stuck at the screen that showed the message, " operating system set up please wait" message. The cns at the time was monitoring hard wired bedside monitors and tele boxes. Biomedical engineer confirmed that there were no reports of patient injury or death due to this cns shutting down.